Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion is not shutting completely. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation that the ar-13999mf fastpass scorpion did not shut completely during use is confirmed. This is a known manufacturing issue and is being addressed through nonconformance.